Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen timed off sooner than expected. Additionally, it was reported that the pump delivered too much insulin during a bolus. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer, therefore the allegation could not be confirmed. There was no reported adverse impact to the customer's blood glucose level.